Event description:
It was noted that the phacoemulsification machine caused a left corneal burn during initial phacoemulsification. The patient was discharged home the same day. The company representative checked the equipment and deemed the equipment usable.